Event description:
It was reported the clinical investigator was unable to introduce the electrode in the device during the implant procedure and an impedance issue was noted. The device was changed and the problem resolved. Following implant the patient had discomfort at the electrode implant depending on the position. The event was assessed by the clinical investigator as not serious and related to the procedure and electrode. No action was taken to resolve the event and the event was considered resolved.

Manufacturer narrative:
Concomitant products: product ID: 309328, lot# 0209078738, implanted: (B)(6) 2015, product type: lead. (B)(4).